Event description:
It was reported that during implant attempt, stenosis in the subclavian region made it difficult to pass a 9 french introducer, therefore, the physician used a 10.5 french dilator and then a 9.5 french safesheath. The lead would only go into the introducer a few centimeters. The physician thought that he may have damaged the lead when pushing. The physician explanted the lead and used a smaller diameter lead which passed through the stenotic region without difficulty. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.